Manufacturer narrative:
Additional information: d9, h4 b3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection, and the customer allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a potential foreign object or channel defect. There were no reports of patient involvement.